Event description:
A malfunction was reported with code malf 12 on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to contact support again if the problem reappears and acknowledged understanding of these instructions.